Event description:
The customer called to report that the insulin pump alarmed failed battery test. The customer also stated that the insulin pump got very hot. The customer changed the battery, but the insulin pump continued to heat up. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display and battery heating up due to a component on the liquid crystal display board puncturing through the isolation tape and making contact with the positive side of the battery tube. Unable to verify the failed battery test alarm due to the blank display anomaly.